Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The alignment rod was bent.

Manufacturer narrative:
Examination of the returned product confirms the rod is bent. Although the exact root cause could not be determined, misuse may be a contributing factor. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against product code (B)(4) did not reveal any trend of bent orientation pins. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Continue to monitor per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.